Event description:
This is filed to report a pericardial effusion and surgical intervention. It was reported that a mitraclip procedure was performed on (B)(6) 2022 for grade 4+ degenerative mitral regurgitation (mr). An xtw clip was implanted reducing mr to 1-2. One hour post procedure, the patient developed a pericardial effusion. Open heart surgery was performed in response. According to the physician it was is possible that the effusion may have been caused during the trans-septal puncture, as the wire may have punctured the wall of the left atrium, however, this was not able to be confirmed. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported pericardial effusion was undetermined. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.